Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred on the 8th day of usage. The catheter was replaced. The facility confirmed that there were no fragments left in the patient.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. No sample was returned for evaluation. Based on the photo received, the root cause of the reported problem was unable to be determined. However, the photo was inadequate to perform an investigation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred on the 8th day of usage. The catheter was replaced. The facility confirmed that there were no fragments left in the patient.